Event description:
As reported during use of a 55cm optease vena cava (vc) filter, the filter barbs punctured the wall of the release sheath making it impossible to push and release the filter. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Th lot number is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported during use of a 55cm optease vena cava (vc) filter, the filter barbs punctured the wall of the release sheath making it impossible to push and release the filter. There were no reported injuries to the patient. The indication for filter insertion was prophylactic. The vena cava is more curved in shape, and the vessel size was estimated to be 25mm. The sheath which comes with the filter was used for access. The device was stored and prepped per the instructions for use (IFU). The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during the delivery of the filter. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. Complaint conclusion: as reported during use of a 55cm optease vena cava (vc) filter, the filter barbs punctured the wall of the release sheath making it impossible to push and release the filter. There were no reported injuries to the patient. The indication for filter insertion was prophylactic. The vena cava is more curved in shape, and the vessel size was estimated to be 25mm. The sheath which comes with the filter was used for access. The device was stored and prepped per the instructions for use (IFU). The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during the delivery of the filter. The device was not returned as expected. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18363884 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " filter impeded perforated sheath" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. Per the IFU, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. To restore hemostasis, withdraw the storage tube out of the sheath introducer hemostasis valve. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, d4, g3, g6, h1, h2, h3, and h11 additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported during use of a 55cm optease vena cava (vc) filter, the filter barbs punctured the wall of the release sheath making it impossible to push and release the filter. There were no reported injuries to the patient. The indication for filter insertion was prophylactic. The vena cava is more curved in shape, and the vessel size was estimated to be 25mm. The sheath which comes with the filter was used for access. The device was stored and prepped per the instructions for use (IFU). The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during the delivery of the filter. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported during use of a 55cm optease vena cava (vc) filter, the filter barbs punctured the wall of the release sheath making it impossible to push and release the filter. There were no reported injuries to the patient. The indication for filter insertion was prophylactic. The vena cava is more curved in shape, and the vessel size was estimated to be 25mm. The sheath which comes with the filter was used for access. The device was stored and prepped per the instructions for use (IFU). The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during the delivery of the filter. A non-sterile unit of optease vc filter ous, 55cm femoral only was received inside a transparent plastic bag. The returned parts included the obturator, filter, two bts csi, winged storage tube, and vessel dilator. The winged storage tube was inserted in the cap, and the obturator was positioned inside the winged storage tube and the cannula. The filter was found inside one of the bts csi units, perforating the cannula with the barbs located approximately 12 and 13 cm from the distal tip. A kinked condition was observed on the cannula approximately 12 cm from the distal tip. No damage or anomalies were noted on the vessel dilator, obturator, or the second bts csi. Dimensional analysis of the bts cannula near the kinked area confirmed that the outer and inner diameters were within specification. Functional testing showed no obstruction to water flow when the bts csi was flushed. The filter was advanced through the bts csi using the obturator without resistance despite the cannula perforation, and it expanded as expected. Visual inspection under magnification revealed no damage or anomalies to the filter barbs or any other component. The product analysis did not identify any evidence linking the reported issue to a manufacturing or design deficiency. A product history record (phr) review of lot 18363884 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter - impeded-perforated sheath¿ was seen during the product evaluation however, the exact cause of this event cannot be determined. We acknowledge the customer¿s statement that the filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during the delivery of the filter. However, the product evaluation findings are inconsistent with this information, which revealed a kink to the cannula and no anomalies during functional analysis. Therefore, procedural factors remain a possible cause. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: to avoid damage to the sheath introducer tip, do not withdraw the dilator until the sheath introducer tip is at the desired location in the ivc. If filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no evidence to suggest that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.